Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl (27.7 mmol/l). Customer would revert to mdi as a backup therapy during this process.